Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had ¿solution in the stem that runs down the middle of the balloon.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 29, 2013 and may 30, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.